Event description:
This ra lead was implanted on an unknown date and still remains implanted at this time. In a case on (B)(6) 2018, it was noted that the lead exhibited noise recreated with coughing. There was no known information for the physician and facility. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).